Event description:
The customer reported receiving "hemoglobin (hgb) blank shift" errors on a unicel dxh 800 coulter cellular analysis system, and requested a service visit. The customer considered the unit to be operational. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed build up in the hemoglobin (hgb) chamber causing the hgb blank reading to recover low. The fse cleaned the hgb chamber, which resolved the issue. (B)(4).